Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the leadless pacemaker (lp) exhibited high threshold. The lp was explanted and replaced. The patient was stable.